Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the sensor cannula was broken. The customer¿s blood glucose level was unknown at the time of the incident. The customer states the sensor cannula was broken off in two pieces. The sensor will be returned for analysis.

Manufacturer narrative:
Inspected one opened or used sensor, we found needle separated from sensor base. Inspected insertion needle for burrs or hooks and dull needle tip defects and none were found introducer needle passed per specifications. Also, we found cannula as a whole. No broken or missing parts were observed during analysis.

Manufacturer narrative:
Inspected one opened or used sensor, we found needle separated from sensor base. Inspected insertion needle for burrs or hooks and dull needle tip defects and none were found introducer needle passed per specifications. Also, we found cannula as a whole. No broken or missing parts were observed during analysis. The follow up report one was not submitted. The additional information has been provided with this report, follow up report two.